Manufacturer narrative:
The patient reported no strenuous activities during the post-implant healing period. There is no known cause or contributing factor to movement of the leads. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. On (B)(6) 2025 the patient reported a noticeable change in therapy since the initial programming session as well as new onset of a stabbing type pain. Xray imaging found that the implanted leads had migrated away from the initial implant location and the most distal part of the medial superior genicular lead had coiled up and caused a stabbing pain in the patient's knee. On (B)(6) 2025 a surgical revision was performed to remove the migrated system and place a new one back at the intended location.